Event description:
Customer reported excessive no delivery alarm issue with the insulin pump. Customer tested the insulin pump and worked with the tech to solve the issue. Customer took the reservoir out and disconnected at quick release, did the rewind and prime sequence and reconnected. Customer reports the alarm was resolved by priming the set again. Advised customer to call if any problems with the alarm. Customer called in for no delivery alarm during basal, bolus and fixed prime. The blood glucose reading is 159 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.